Event description:
Caller reported qc "hi" errors (unk if qc1 or qc2) with the inratio meter. Pt's family was withholding coumadin dosage based on misinterpreting "hi" as being an elevated inr result. The caller stated that the pt always has bruises. Summary of reported results: dates: (B)(6) 2013; lab: na; inratio results: "hi"; coumadin dosage: withheld; dates: (B)(6) 2013; lab: na; inratio results: "hi"; coumadin dosage: 1.5 mg; date: (B)(6) 2013; lab: 1.6; inratio results: na; coumadin dosage: 8.0 mg; dates: (B)(6) 2013; lab: na; inratio results: 1.1; coumadin dosage: na. Customer preformed testing while on the phone with technical support service. Pt's target range: 2.5-3.5.

Manufacturer narrative:
Related events: two additional related events were captured under medwatch number 2027969-2013-01069 and medwatch number 2027969-2013-01070. Conclusion: the customer reported qc error messages during testing. Qc errors are designed to be a fail-safe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. The customer is anemic and reported their hematocrit may be lower than 30% but an exact value was not provided. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's current health status cannot be ruled out as a possible root cause for the observed error messages. As reviewed on 11/11/2013, (B)(4) complaints were reported for the production lot yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, corrective action was not required.